Event description:
A customer reported updating time, personal profile, or biq/ciq settings, which resulted in a blood glucose level of 40 mg/dl. The customer addressed the low blood glucose by consuming carbohydrates. Technical support assisted the customer with updating settings and advised them to consult with their healthcare provider whenever settings are updated, which the customer understood and acknowledged.